Event description:
Cautery pad placed lower left thigh. Cautery needed to be turned up to get appropiate coagulation. New pencil cautery on field with no improvement. Different cautery machine used with no alarm from either machine. At this point the cautery pad was replaced. When first pad removed, noted blackened area when drapes removed at end of case, noticed burn. 2x2 on left leg.